Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2013. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a performance issue was noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no performance issue with the implantable pulse generator (ipg).